Manufacturer narrative:
The field service rep (fsr) obtained the following info from the perfusionist (ccp) for the case: unit showed "0", with tubing and with prime solution to start and then also with blood. There were no alarms, messages or alerts. The flow sensor was placed after the arterial filter. Issue happened during set-up and also later during bypass. The reported complaint was confirmed by the fsr. The fsr verified the flow sensor was not registering flow and was reading 0.00 liters per minute (lpm). The fsr installed a new flow sensor and performed functional and release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect flow sensor was returned to the manufacturer for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit would not register flow prior to case. As a result, an alternate flow sensor was employed. This centrifugal system was used with an 8k perfusion system. The surgical procedure was completed successfully. There were no delay, no blood loss, or no adverse consequences to the pt.